Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an atrial fibrillation (af) procedure, a third degree atrioventricular block occurred. While ablating the anterior roof line, a third degree atrioventricular block occurred. A pacemaker was implanted in the left ventricle to stabilize the patient and the procedure was completed with no further complications. The patient is currently in stable condition. There were no performance issues with any abbott devices